Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code 4581: no code available (incision enlarged). An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded monofocal intraocular lens (iol) was torn off and separated from the iol during implantation. The iol was removed and replaced. Through follow-up we learned that the event occurred when the plunger became entangled with the trailing haptic, and the trailing haptic was found to be torn when it was released in the eye. During the iol replacement, the cornea was rubbed, resulting in a decrease in corneal endothelial cells. The incision was enlarged and the patient also experienced corneal edema. The preloaded device was set by the assistant doctor with ophthalmic viscosurgical device (ovd) and filled through the hydration port. There was no feeling of resistance. The patient¿s visual acuity improved to 1.2. The corneal endothelial cell measurements were not performed; therefore, any change in cell count was unknown. No further information was provided.